Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: 2017865-2022-07621. It was reported that the right ventricular lead exhibited high pacing impedance, and the right atrial lead exhibited low pacing impedance. Programming changes were discussed, but no performed. Patient status was unknown, and will continue to be monitored.

Event description:
New information indicates that there were no patient consequences.

Manufacturer narrative:
Additional information: b5.